Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: patient presented with following pre-op diagnoses: degenerative disk disease, l5-s1; disk herniation causing stenosis l5-s1; lumbar; radiculopathy. For which, patient underwent following procedures: posterior bilateral lumbar laminectomy with, diskectomy, l5-s1, decompression of neural elements; transforaminal interbody and posterolateral fusion/ l5-s1; placement of biomechanical device, l5-s1; bilateral pedicle screw with instrumentation for arthrodesis, l5-s1; use of fluoroscopy; aspiration of bone marrow via pedicle, placement on graft. Per op notes, sequential endplate shavers and dilators were used to prepare the endplates of l5-s1. Surgeon then went ahead and placed impregnated with bone marrow, bmp, peek cage in the disk space of l5-s1 with excellent purchase, good position verified under fluoroscopy, in both the ap and lateral, plane. Patient tolerated the procedure well with no complications reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.